Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had a right thr approximately 6 weeks prior. Patient was brought back for subcutaneous hematoma and the doctor performed an exploratory arthrotomy. The doctor irrigated and debrided the joint, removed the femoral head and liner and replaced with a new femoral head with sleeve and polyethylene liner.